Event description:
A report was received that patient's ipg is depleting quickly. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient was successfully explanted and is reportedly doing well. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in (B)(4) which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
A report was received that patient's ipg is depleting quickly. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.